Manufacturer narrative:
Initial.

Event description:
It was reported that a user started the pump and experienced persistent hyperglycemia overnight into the morning, with the pump displaying high and a concurrent blood glucose of approximately 370 mg/dl, after which the pump reservoir was empty; the user wears inset infusion sets, and a bent cannula was considered but not confirmed, while backup manual injections were discussed with guidance to disconnect from the pump before injecting. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the caregiver and attempted outreach to the user, as well as analysis of information provided by the reporting party. Investigation of this case revealed no findings available due to insufficient information, and no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.